Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "metal sensitivity or allergic reaction to a foreign body." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04017 / 04018).

Event description:
It was reported patient underwent an ankle syndesmosis procedure on (B)(6) 2013. Subsequently, patient alleges an allergic reaction. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.